Event description:
As reported: "revision surgery. Surgeon replaced 6x11 ps insert with same size. Post broke on original insert."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon insert was reported. The event was confirmed. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. Visual inspection of the provided photograph indicated that the post fractured off of the insert. The event is confirmed. Additional damage to the poly is observed in the area of the locking wire; this damage is consistent with attempted explantation. The device also exhibits blood residue. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's insert was revised due to fracture of the post. The reported device was not returned however photographs were provided for review. Visual inspection of the provided photograph indicated that the post fractured off of the insert. The event is confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "revision surgery. Surgeon replaced 6x11 ps insert with same size. Post broke on original insert."